Event description:
It was reported that post procedure, ventricular and atrial pacing failure was noted on the electrocardiogram (ECG). This confirmed that the right ventricular (rv) and right atrial (ra) leads were dislodged. Additionally, it was also noted that the patient felt discomfort due to muscle stimulation caused by the rv lead. The rv lead was explanted and replaced, and the ra lead was repositioned successfully on (B)(6) 2024. The patient was stable throughout the procedure. Electrocardiogram: rv lead and ra lead dislodged.